Manufacturer narrative:
A review of the MFR paperwork is being conducted. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that the lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use specifies to "align the radiopaque marker at the proximal end of the contralateral leg endoprosthesis with the long contralateral radiopaque marker on the trunk-ipsilateral leg endoprosthesis. With the alignment of these marker, an approximate 3cm overlap will be achieved."

Event description:
On (B)(6) 2011, the pt was treated with the gore excluder aaa endoprosthesis for a ruptured aortic aneurysm. The physician placed the top gold marker of a contralateral leg component at the level of the contralateral gate thinking this was the second gold marker and thus had achieved the minimum overlap required. Final angiography showed no endoleaks and the procedure ended. Later that night, a f/u CT scan showed a type iii endoleak due to lack of overlap between the devices at the junction of the contralateral gate and a reintervention took place implanting another contralateral leg component to bridge the gap between the two devices. The pt expired due to excessive blood loss.